Event description:
Clinical study. It was reported that 312 days after a coronary artery drug eluting stenting procedure the pt experieneced a myocardial infarction (mi) and required a reintervention. The lesion being treated was a 3.0 97% stenosed proximal right coronary artery (prox rca). The lesion was predilated. The physician then replaced a taxus express2 8.8% 3.00 x 16mm drug eluting stent in the prox rca. The pt was discharged the next day on plavix, lipitor and aspirin. 312 days later the pt was admitted for a non q-wave mi in 2005 the pt required a reintervention of the same vessel for instent restenosis. The physician then placed a johnson & johnson cypher stent in the prox rca. The pt was discharged 3 days later on plavix, aspirin and lipitor. In the opinion of the physician the relation of the mi to the taxus stent is "probable", and the relation to the target vessel is "probable." In the opinion of the physician the relation of the restenosis to the taxus stent is "probable."